Event description:
It was reported that the patient with the pacemaker system exhibited low impedances out of range on the right ventricular (rv) lead and this right atrial (ra) lead. Technical services (ts) recommended a clinic evaluation. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: code replace on h6 field: a072202.

Event description:
It was reported that the patient with the pacemaker system exhibited low impedances out of range on the right ventricular (rv) lead and this right atrial (ra) lead. Technical services (ts) recommended a clinic evaluation. This ra lead remains in service. No adverse patient effects were reported.